Event description:
It was initially reported that the site was unable to interrogate the pt's vns due to end-of-service (eos). Pt underwent a generator replacement surgery. Last interrogation was in (B) (6)2009 with eri=no. Explanted generator was returned to MFR for product analysis. Analysis was completed on the generator and the eos condition was confirmed. However, the transistor q10 was found out-of-limit which caused leakage current. The leakage current increased the consumption of the supply current. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.